Event description:
The customer reported that the cine time was too long. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive and cine disk, then adjusted the collimator. The system operates as intended.